Manufacturer narrative:
Results: heavily calcified lesion. Conclusion: heavily calcified lesion. (B)(4).

Event description:
Two amphirion deep pta balloon catheters were used to treat a heavily calcified lesion in the mid anterior tibial artery with almost no flow. At some point during the procedure the balloons ruptured and immediately deflated. Bursts occurred in the middle of the balloons. No detachment occurred. It was possible to see contrast in the leg and then no pressure in the inflation device. The pressure applied was 6 or 8 atm. Multiple inflations were performed. The device was in a near occlusion so there was resistance when pushing. Balloons were easily removed. No injury was caused to the patient. Another balloon was used to complete the case.